Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a week of having the ins implanted, the ins "turned itself on and off erratically." The patient stated that a surgical intervention was required and noted that their healthcare provider "got the device out and as they were checking inside, there was a loose screw." As a result, the patient stated that the ins was replaced because the patient did not trust it.